Manufacturer narrative:
It was reported that power connection port of the controller was loose. The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device passed functional testing but failed visual inspection because port one (1) and port two (2) connectors were found loose from the controller housing with the o-ring gasket displaced. The controller port one (1) connector's locknut was tight inside and the controller port two (2) connector's locknut was loose inside the housing. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to clinic complaining about a loose power connection port on their controller ((B)(4)). The patient claims that no excessive force was used when connecting the power sources. The event is not associated with any controller alarms or pump stop events. The device was exchanged successfully with no reported patient impact or consequences.